Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having ineffective therapy and will not undergo an explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.